Event description:
While running the crrt (continuous renal replacement therapy machine), it stopped and gave an error code 6. Unable to run machine. Message error was related to something about over limit of 780 cc. The data was downloaded successfully.